Manufacturer narrative:
The part was returned for further investigation, and we were unable to replicate e/c 1203. Test #1 indicates an out of spec u1 on the air flow sensor board.

Event description:
The customer reported a low leak rebreathing alarm. No patient involvement reported.

Event description:
The customer reported a low leak rebreathing alarm. No patient involvement reported.

Manufacturer narrative:
(B)(6).